Event description:
This senior medical affairs specialist reviewed the information obtained by the customer care advocate, cca. The patient/layperson alleged that her onetouch ultralink continued to prompt apply sample after blood was applied using several vials of test strips. Although the strips drew the blood into the sample area, the meter allegedly did not recognize it. The issue was not resolved and product was replaced. The reported issue began around 8 or 9 a.m. In late 2008, when the patient first woke up. Not having her back up meter with her and unable to test, the patient ate light meals, mainly protein, and bolused the "normal amount of insulin" for the meal eaten. That night after going to sleep, the patient woke up around 11 p.m., possibly sweating and "way too hot", a symptom she has when hypoglycemic. The patient ate cookies and other food to relieve the symptom. In the morning the next day, her son obtained her backup meter that was several hours from where she was staying. The patient's blood glucose on the back up meter was 360 mg/dl, a result she expected after having eaten to treat her hypoglycemia. The complaint is classified as MDR reportable due to the following conclusion. Allegedly unable to obtain actionable results, the patient bolused insulin based upon diet and later became hypoglycemic.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Gender) information not provided.